Manufacturer narrative:
The facility set the prisma machines up for the customer and then the facility's staff runs the treatment. Administrator for the facility stated that the inaccuracy was approx 100 ml in an hour but that the pt was not injured nor did the pt require medical intervention for the fluid imbalance. She stated that the facility set up the machines at this hosp but that the machines are monitored during treatment by the facility's intensive care unit (ICU) staff. She reviewed the treatment history for the treatment in question and had noted that the intensive care unit staff had overriden multiple weight incorrect alarms prior to discontinuing treatment. When the intensive care unit staff is unable to determine the cause of the fluid imbalance, they terminate treatment and call acute services to set up a new set on a different prisma machine. Gambro technical services inspected the machine. He was unable to duplicate the reported condition. The fluid balance checkout procedure was completed, voltages, pump rotor inspection, pumps, scales, lights, tones and fluid accuracy were all functional and within the MFR's spec.